Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter was inconclusive due to the condition of the returned sample. One 5 fr t/l powerpicc was returned for investigation. The returned catheter appeared to be unused and may not have been the affected sample. A tactual investigation revealed nothing remarkable. No preferential kinking was observed in the catheter. Functional testing showed that each lumen was patent to infusion and aspiration. The complaint could not be verified from the condition of the returned sample. No damage or defects were noted on the returned catheter. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
Facility reported that the IV team expressed that they experienced kinking in the PICC line. The kinking was below the reverse taper on the PICC. The catheter was removed and replaced.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebn0952 showed three other similar product complaint(s) from this lot number. All complaints for this lot number (rebn0952) have been reported from the same facility.

Event description:
Facility reported that the IV team expressed that they experienced kinking in the PICC line. The kinking was below the reverse taper on the PICC. No patient injury was reported.